Event description:
It was reported that, during a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error 275 and 3 different handpieces were used. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that, during a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error 275 indicating a syringe water fill issue; three different handpieces were used. The procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. It was confirmed that there was a water pressure issue as 241 error codes appeared several times in the event log for the generator. Error 275 was alleged at the time of the event; it is a code triggered by pressure readings from a load cell within the generator. An additional fault with the load cell reading pressure was also identified. The generator also displayed error code 480 and due to these error messages, it was determined that it required upgrades to correct these faults and the load cell was replaced. No further issues were identified during analysis, and the generator was confirmed to be fully functional after upgrades and the load cell replacement. It is likely that the error messages displayed resulted from the water pressure issue and the damaged component, leading to the reported event. The reported event was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.